Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The reported issue could not be confirmed due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. Without the return of the samples a comprehensive failure investigation could not be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an upstream error. There was patient involvement and unknown patient harm/adverse event reported.